Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615973 was returned and analyzed. Visual inspection was carried out. The catheter appeared to have a tissue stuck in/on at the spiral array. Mechanical verification of steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Catheter to a test guidewire evaluation was carried out. The test lab guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned pulse catheter. In conclusion, the catheter failed the return product inspection due to tissue stuck in/on at the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: psc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, during prep, the catheter was flushed and the guidewire was advanced. Difficulties were experienced advancing the slide control to retract the catheter array. The catheter was replaced, but the guidewire could not be retracted through the catheter while the array was in the body. Body tissue was observed on the wire and at the catheter distal end after the catheter was removed from the body. The catheter was replaced again and no further issues were experienced. The case was completed with pulsed field ablation using the third catheter. No patient complications have been reported as a result of this event.